Manufacturer narrative:
Pump had cracked battery tube threads, reservoir tube, reservoir tubelip completely broken off and test reservoir will not lock/click in place, and minor scratched display window. Pump passed the operating currents measurement,self, restart error, displacement, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unable to perform the seat, rewind and basic occlusion and occlusion test due to broken off reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir compartment is chipped and the reservoir cannot stay in place. Customer indicated that their blood glucose was high but the blood glucose level was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.